Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned in three(3) segments adhered to the iol case base inside a zip lock bag. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned. The optic has two parallel cuts dividing the iol in three (3). The product investigation could not identify the root cause for the reported complaint "surgeon noticed crack on iol while inserting" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) using a preloaded delivery system, the lens had a crack. It was immediately removed and replaced during the initial procedure. Additional information was requested.